Event description:
It was reported that the atrial lead impedance is high and the threshold has increased. The lead will be followed closely and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported that the lead was capped and replaced.